Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family member reported via phone call that the insulin pump had prime anomaly. Customer's blood glucose level was unknown. Customer states they are unable to exit the preparing to prime loop and did not receive 2nd series of beeps nor did numbers appear on the screen. It was also stated that the customer was in hospital due to stroke. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.